Event description:
It was reported that during a da vinci ventral hernia repair procedure, a cable broke at the distal end of a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The broken cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.